Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 600+ mg/dl. The customer¿s current blood glucose was 600+ mg/dl. The customer treated with manual injections. Troubleshooting was performed. The drive support cap appeared normal. The product was not returned for analysis.